Event description:
A pt reported blood glucose results of 103 mg/dl and 79 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will info FDA of the results in a supplemental report.